Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: during investigation, the pump powered on to the verify screen with an unrelated dim, discolored display screen. A review of the alarm history showed the auto off feature was set to 18 hours. The black box showed three occurrences of auto off occurring; each occurred at greater than 18 hour intervals from the last bolus. No three hour interval was observed. During testing, the auto off functioned appropriately and recorded properly in the alarm history. The pump case was removed and no evidence of moisture contamination was found inside the pump. The auto off issue was not able to be duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (auto off) issue. It was reported that the pump emitted multiple auto off alarms. The auto off was set for 18 hours and the alarms go off prior to the pre-set time even if the pump had been activated. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.